Manufacturer narrative:
B6: imaging evaluation was added. Images provided do not allow for evaluation in relation to the reported complaint. H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Code a26- the delivery catheter and the broken olive were sent to gore for analysis. Code e2402- was used to explain that the device was implanted, however, the broken olive was snared. The olive and the delivery catheter were sent to gore for analysis. Code f23- was used to explain the snare procedure. Further information will be provided.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted, however, the delivery catheter was provided for analysis. Code e2402- was used to explain that the device was implanted, however, the broken olive was snared. The olive and the delivery catheter were sent to gore for analysis. Code f23- was used to explain the snare procedure. B20- device remains implanted, however, the delivery catheter and the olive were provided for analysis. B01, c22: the delivery catheter was sent to gore for investigation. The device evaluation showed that the polyimide guidewire lumen of the delivery catheter was kinked near the trailing olive. The leading olive had pulled off the delivery catheter and was returned. The damage to the pebax coating was seen on the leading end of the delivery catheter polyimide guidewire lumen where the leading olive had pulled off. Evidence of pebax material transfer was also seen inside of the leading olive. The evidence of the pebax material inside of the leading olive and the damage seen on the leading end of the catheter signifying that the leading olive had been bonded to the delivery catheter polyimide guidewire lumen. There was a damage seen on the trailing end of the leading olive. Pre-implantation cta imaging was provided and showed highly tortuous arteries but did not provide any information in relation to the reported failure. The gore® excluder® iliac branch endoprosthesis instructions for use (IFU) states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. Catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g., cut down) and endovascular techniques (e.g., snaring, sheath removal). The findings from the evaluation are consistent with the reported observation for leading olive separation. The cause for the leading olive separation was due to the reported catching (hung at) of the leading olive of the delivery catheter on the introducer sheath combined with forcefully pulling out the delivery catheter by the physician. Additionally, the cause for reported catching of the leading olive of the delivery catheter on the introducer sheath could not be determined with the currently available information, however the tortuous anatomy of the patient likely contributed to this event. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular techniques. This type of occurrence will continue to be monitored.

Event description:
On (B)(6), 2023, the patient underwent endovascular procedure to treat a left iliac artery aneurysm using a gore® excluder® iliac branch endoprosthesis (hgb161407/ (B)(6) and a gore® dryseal flex introducer sheath (dsf1245/(B)(6)) for access. Reportedly, after successful implantation of the hgb161407 in the left internal iliac artery, the physician pulled back the delivery system, but it was not possible. The sheath was not in a good position. Reportedly, the physician felt some resistance because the olive of the delivery catheter hung at the front part of the sheath. Then the physician pulled back with some force and the olive slid of the delivery system and stayed in the body. It was decided to use in a snare catheter and caught the olive with a snare. It was able to pull the olive outside of the body into the dsf1245 sheath. Then the sheath was withdrawal, and the olive was found in it. After the sheath removal, the physician saw that that the sheath was pressed on the front due to the pulling too strong. The physician knew that it was a mistake to use too much force. The procedure was successful completed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The delivery catheter will be provided for analysis. Code a26- was used to cover that the images were sent for analysis. The delivery catheter and the broken olive will be provided for investigation. Code e2402- was used to explain that the device was implanted, however, the broken olive was snared. The olive and the delivery catheter will be provided for analysis. Code f23- was used to explain the snare procedure. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.